Manufacturer narrative:
Recall number: 3005334138-12/5/2019-001-r. The investigation revealed that a 12f dilator and 12f sheath were packaged within the 14f fast-cath trio hemostasis introducer package.

Event description:
After a procedure the customer decided to return 129 unused devices for continued insertion difficulties. It was later determined that the introducers were 12f instead of the 14f as labeled.